Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The reporter declined to give any further information at this time. Should any new information become available, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a rupture on an unknown side. It is unknown if the device remains implanted.